Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels. Update (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015 - ppd and medical records received. Ppd and medical records were received on (B)(4) 2013 with the alert date of (B)(4) 2013. These records were reviewed for MDR reportability on (B)(4) 2015. After review of the records the ppd alleges infection and dislocation. Neither operative note ((B)(6) 2006 or (B)(6) 2008) were included, but later operative notes from (B)(6) 2011 indicated the patient had a chronic infection of the right hip and dislocation of prostalac. It is unknown if any depuy products were involved in the infection/dislocation as there is a 3 year difference from the last revision date of (B)(6) 2008 and its unknown which products were removed and placed in the patient. If/when we receive more information we will update as needed. No labs were provided for the alleged high metal ions. The complaint was updated on: (B)(4) 2015. Update rec'd (B)(4) 2015 - ppd and medical records received. The stem is now being added for the alleged high metal ions. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).